Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : analysis could not confirm the unclear surface electrocardiogram (EKG). There was also loss of telemetry with a known good radiofrequency (rf) head and the returned rf head, as a result the link electronic module (lem) board was replaced. It was also noted that both keyboard hinges were broken. (B)(4) : analysis found that the cable was out of electrical specification.

Event description:
It was reported there is noise and unclear surface ekgs (electrocardiogram), despite replacing the EKG cables. There is also broken hinges on the keyboard. The programmer rf (radiofrequency) head will intermittently not interrogate devices. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.